Event description:
Procedure: vats lobectomy. According to the reporter: the reload was not able to close on lung tissue correctly. The green light on the idrive handle did not appear so it was changed egia60amt reload and this worked fine. Tissue might have been too thick. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).